Manufacturer narrative:
The device was received for evaluation. During functional testing, an error code 345 was not reproduced. A review of the event history log revealed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upstream thermistor and the downstream thermistor within specification. The upstream sensor was required to be replaced for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.